Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result alleged by the customer was not observed in the meter¿s result memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The initial reporter received a questionable result from coaguchek xs serial number (B)(4). The customer did not have the exact time, date, or results but stated she believes the meter result was 5.1 inr and the laboratory result was 3.6 inr. The laboratory used a stago sta compact analyzer with stago neoplastine reagent. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.